Manufacturer narrative:
MDR 3003442380-2024-04561- device 3 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. . On (B)(6) 2024, it was reported that patient faced six infusion set fell off event during use. The event occured after insertion for all events. The specific value is unknown but blood glucose remained between 54-500mg/dl (3.0-27.7 mmol/l) and issue was resolved by using multiple daily injection (mdi). No further information was available.